Event description:
Per clinical trial cp-1060: on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. No concomitant procedures were done. On (B)(6) 2019, drainage and wound dehiscence; inverted t incision on the left breast, was reported. Patient was treated with medications (cipro, silvadene cream). Also, on (B)(6) 2020, patient had debridement and closure of left wound with partial galashape mesh excision. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported drainage and wound dehiscence is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced post-op complications including wound dehiscence, drainage and underwent partial mesh explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Wound dehiscence is known inherent risk of the surgery/use of the device and included as possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Device not returned - partially explanted.